Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspection revealed no visual abnormalities. Functional testing revealed no abnormal resistance was felt when actuating the steering mechanism. Pressure testing was performed to identify any potential leak paths and confirmed that the parameters were within specifications. Flow test revealed all six irrigation ports flow freely. Electrical and continuity testing were performed, and the device showed all results were within specifications. Additional testing was conducted, the device was able to complete an ablation without any difficulties.

Event description:
During an atrial tachycardia procedure in the left atrium a intellanav mifi open-irrigated ablation catheter was selected for use. The temperature was too high in blood pool of intracardiac. An exchange of the device resolved the issue. The procedure was completed, and no patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial tachycardia procedure in the left atrium a intellanav mifi open-irrigated ablation catheter was selected for use. The temperature was too high in blood pool of intracardiac. An exchange of the device resolved the issue. The procedure was completed, and no patient complications were reported.